Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer initially followed troubleshooting steps by leaving the tandem wall adapter plugged in for 30 minutes, but the pump did not recognize the charging connection. The customer then used a different, non-tandem wall adapter, which resolved the issue. Tandem technical support arranged to send a replacement tandem wall adapter via two-day shipping.